Event description:
It was reported that x-rays showed an externalized conductor near the svc coil. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.